Event description:
It has been reported that the patient received durom acetabular component 52/46 code l on (B)(6) 2006 and underwent revision surgery on (b)64) 2012 due to psuedo tumor.

Manufacturer narrative:
The manufacturer did receive devices for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. There is no need of further corrective measures zimmer (B)(4) considers this case as closed. (B)(4).